Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted several non-sustained ventricular oversensing episodes. Review of the electrograms noted the episodes were due to lead noise on the right ventricular lead. It was noted that in october, the r-wave amplitude began to decrease, and the pacing impedance began to increase. The noise was not reproducible, and a chest x-ray did not reveal any indicator of the cause. The device was reprogrammed. The patient was stable.

Event description:
New information notes the right ventricular lead was explanted and replaced due to lead noise. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were not confirmed. A partial lead was returned in two pieces.the connector portion (a) measured 27.6 cm, while the distal portion (b) measured 32.7/ 43.6 cm (lead body insulation/ stretched inner coil) with extraction tool stuck inside this portion of the lead. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.